Manufacturer narrative:
Conclusion: device investigation revealed a mechanical damage to the conductive link, which is very likely related to the reported extrusion of the conductive link. In addition, the last audiogram prior to the re-implantation surgery indicated that the patient is no longer within the audiological criteria for the vsb middle ear implant. Other damages found are most likely related to the removal surgery. This is a final report.

Event description:
The patient reported having no benefit with the device. In addition, an extrusion of the conductor link in the cavity was reported. Due to difficulty in removing the fascia from the prior surgery, the floating mass transducer (fmt) was again placed at the round window and secured with additional fascia.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) 2016, the device was explanted due to an extrusion of the conductor link.